Manufacturer narrative:
Correction - b5 - related manufacturing 2017865-2023-18009 should not have been included in report from 20 apr 2023 as that report has now been retracted. Correction - d10 - assurity will remain as a concomitant product, contrary to what was stated in report from 20 apr 2023, again due to retraction of the report related to the assurity.

Event description:
Related manufacturer reference number: 2017865-2023-18009. New information noted that an episode of inappropriate mode switch occurred in the atrium and noise reversion episode in the right ventricle which resulted the device to revert to doo programming temporarily.

Manufacturer narrative:
Pacemaker device that had been added in the initial report as a concomitant product should not have been added based on additional information received.

Event description:
Related manufacturer reference number: 2017865-2023-17191. It was reported that the patient presented at a follow-up in-clinic. Upon interrogation, it was noted that the right atrial (ra) and right ventricular (rv) leads exhibited noise oversensing episodes. Programming changes were made by increasing the atrial and ventricular sensitivities, resolving the issue. The patient was in stable condition.